Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2016; product ID: 4968-60 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high voltage transvenous lead had a confirmed fracture and high superior vena cava defibrillation impedance. It was noted that the lead fractured at the point that the coil attaches to the lead body. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.